Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the orange fiber cable and the intuitive surgical core power distribution (ipd). The orange fiber cable was a field scrap item and will not be returned back to isi. The system was tested and verified as ready for use. As of the date of this report, the ipd has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the patient side cart (psc) and surgeon side console (ssc) did not power on during the first boot attempt when the system was started from the vision-side, and that the issue had been ongoing. Technical support engineer (tse) reviewed the logs and confirmed the issue. The procedure was completing as planned/completed with no reported injury. Isi contacted the isi clinical sales executive and obtained the following information: the procedure was completed robotically. The issue was resolved by replacing the instrument.